Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. The device was returned to olympus for inspection, and the customer's allegation could not be confirmed, and although scrape marks were confirmed at where the foreign material was remained, no other physical damage was confirmed. Since the reportable malfunction could not be reproduced, the type of the material neither the root cause could not be specified. The event can be detected and prevented by following the instructions for use: IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii bronchovideoscope had foreign material falling off from the channel. The issue occurred during reprocessing. There were no reports of patient harm.